Event description:
It was reported that a vns patient fell and after falling, experienced hypertension. Good faith attempts were made with physician to obtain further information surrounding this event and the full extent of its believed relationship to vns therapy; however, these attempts went unanswered.